Event description:
Reporter received that, the numbers on the device display continuously scrolled, when the knob was placed on set vtbi position. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "dials up by itself." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, "when you set the knob to the volume to be infused position, you can almost feel it engage and hear it click before it starts to continuously scroll." There were no reported adverse pt events. Though requesed, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.